Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false result with the binaxnow covid-19 self-test. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation results: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Correction: this report is being submitted to correct the initial report of a false negative result. Further review of the case determined that there was no product deficiency or allegation or a false negative. Therefore, this complaint is considered not reportable.